Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead had high impedances. Patient reported having an MRI and MRI mode was turned on. Once MRI mode was turned off, patient's pain returned. As a result the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.